Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6), ubd: UDI#: h3, h6: a manufacturer representative went to the site to test the equipment. In summary, the breakout box was replaced. Codes fdm b01, fdr c13, fdc d02 are applicable to this analysis. D9, h2, h3, h6: the hardware was returned and analysis was performed. The reported complaint ¿receiving localizer faulted¿ was able to be confirmed. The returned electromagnetic (em) interface faulted immediately when plugged into the station. The interface was then tested on the em test and it was unable to connect. Codes fdm b01, fdr c02, and fdc d02 are applicable to this analysis. Multiple fdd/annex a codes were reported. A05 was coded for the emitter being off and the breakout box being red. A1102 was coded for the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the medtronic representative (rep) was receiving localizer faulted when he plugged in the breakout box (bob). Emitter was off and it said localizer faulted. Bob was red and said faulted. Troubleshooting was performed. Rep completed the print camera diagnostics. There was no patient present.